Manufacturer narrative:
(B)(4).

Event description:
The customer reported a leak coming from the line at the bottom of the flow cell that kept coming off on the beckman coulter lh750 and was giving non numerical results (incomplete computation) for the differential parameters. The volume that leaked was approximately 20 ml. The customer was wearing ppe consisting of gloves and laboratory coat, when the incident occurred and there was no report of any patient samples or results being affected by this event. No injuries occurred and no one sought medical attention. There was no report of exposure to open wounds or mucous membranes. The msds was not reviewed; however, it is readily available to customers via the beckman coulter website. The customer has an exposure control or risk management plan in place at the facility. There was no death, injury or change/delay to patient treatment associated with this incident. The field service engineer (fse) observed the diff sample line coming off from the flow cell input. Also, found that the line on the retic clear chamber had a hole in it and the chamber had a hair line crack. For the line coming off the flow cell the fse put the line back on an attached a sleeve; as for the retic line it was replaced as well as the retic chamber; thereby solving the leak. The root cause of the leak and diff incomplete computation was due to a combination of the diff sample line coming off the flow cell input, the hole in the retic line and the hair line crack in the retic chamber. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer.